Event description:
Same case as MDR ID#: 2134265-2011-04107. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the rotalink plus burr, the proximal portion of the floppy rotawire guide wire broke into two pieces outside of the patient. The 1.5mm rotablator rotalink plus burr was used with another rotawire guide wire for ablation, however, the guide wire was noted to be stuck in the burr. The procedure was completed with a new burr and guide wire. No complications were reported, and patient status is stable.

Event description:
Same case as MDR ID#: 2134265-2011-04107. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the rotalink plus burr, the proximal portion of the floppy rotawire guide wire broke into two pieces outside of the patient. The 1.5mm rotablator rotalink plus burr was used with another rotawire guide wire for ablation, however, the guide wire was noted to be stuck in the burr. The procedure was completed with a new burr and guide wire. No complications were reported, and patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint sample was returned with the rotawire guide wire stuck in the catheter. The burr annulus was also found to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the device was first damaged during preparation/testing outside the patient which led to the second rotawire becoming stuck in the burr during the procedure. (B)(4).